Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional (B)(4).

Event description:
A technician reported a case of blurred distance vision, observed at one week post lasik procedure. Reporter indicated the patient complained of colored halos around lights at night. Reporter relayed upon slit lamp exam "1+" edema, flaps were clear and anterior chamber was deep and quiet. Additional information has been requested.